Manufacturer narrative:
(B)(4).the reported issue was a general question/problem regarding aspiration via the 6 fr/50cm edi catheter.the received response to our information request, that was received from the facility, showed that the hospital staff handled the problem in different ways. A survey with staff in the same facility showed that aspiration worked well for some, and less for others, or not at all. The cause, therefore, is a combination of many factors that include work experience, method of aspiration, and small size of the lumen. No catheter was returned for the investigation since it neither was a general problem, nor a question of a batch related failure.

Event description:
(B)(4).this report is duplicate of an already received MDR with the manufacturer report # : 8010042-2014-00207. The record is being created as requested per the FDA correspondance that requires a supplemental report be filed electronically.it was reported that the hospital experienced issues with not being able to aspirate while using the 6 fr. Edi catheters. There was no information in regards to a specific event, and no patient harm was reported as occurring from the reported issue.(B)(4).